Manufacturer narrative:
Additional device for this complaint: serial # : (B)(4), catalog # : 1104, exp. Date: 01/31/2018, mfg. Date: 01/31/2016. (B)(4). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that bivad patient called with low flow alarms on (B)(6) 2016 as an outpatient and was readmitted to the hospital the same day. An echo was performed and showed no tamponade. The patient's hb dropped from 9.8 to 5.7 as the patient was diagnosed as having symptomatic hypovolemia. On (B)(6) 2016, an abdominal CT was performed finding no abnormalities detected. However, the patient had melena and positive fecal occult blood stools and was given 3 units of prbc's. On (B)(6) 2016, the patient was started on intravenous proton pump inhibitors and 1 unit of prbc's was given. On (B)(6) 2016, an endoscopy was performed and showed small multiple bleeding points. The small bowel showed no abnormalities. At that time, another 2 units prbc's were given. On (B)(6) 2016, intravenous ppis were ceased and oral somac was started. During this time, the patient was still having some melena. On (B)(6) 2016, a capsule endoscopy was performed and aspirin was stopped. On (B)(6) 2016, the patient was transplanted but not urgently.